Manufacturer narrative:
B4:28jul2021. The manufacturer's field service engineer (fse) was dispatched to the site, and the reported phenomenon was confirmed through operation checking. The inside of the device was checked, and it revealed that the vibration from the blower was big, and the vibration-proof ring resonated along with the vibration. The fse replaced the blower, and the position of the vibration-proof ring was adjusted to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The blower assembly was received for failure investigation. Visual inspection of the blower assembly revealed no evidence of damage or contamination. The blower assembly passed all testing. The reported complaint of a blower assembly noisy was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
Date of report: 23jun2021. There was no patient involvement.

Event description:
It was reported that oscillation noise occurred when the fio2 was 21% with s/t mode. The fio2 was raised 50% or more then the noise was not emitted. The customer reported there was no patient involvement at the time the issue was discovered. A delay in therapy was not reported due to this failure. Other information is pending.